Manufacturer narrative:
Information regarding the pump being discarded was received on 2020-nov-08. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rom a foreign healthcare professional (hcp) via a distributor via a manufacturer representative. It was reported that the customer discarded the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon at a dose of 140 mcg/day via an implantable infusion pump. The indication for use was hypoxic encephalopathy. It was reported that late in (B)(6) 2020 conservative treatment was performed due to development of skin redness on the outside of the pump implantation site. It was related that although conservative treatment had been performed, the skin became ulcerated, and a part of the pump was exposed. It was indicated that wound infection was also suspected, so the pump was removed on (B)(6) 2020. The severity of the event was indicated to be serious. It was indicated that the causality of the event was related to the pump. The outcome was recovered. The attending physician's assessment described that this was a patient whose pump had been removed a year ago due to infectious disease [refer to manufacturer report #3004209178-2020-01691] and re-implanted this year, so the utmost precaution was taken against infection. The patient was (B)(6) years old and reportedly underweight with very thin subcutaneous skin, and the risk of infection was also high in the state of low nutrition. In addition, because the pump was re-implanted subcutaneously, the skin was thin and a part of the pump was exposed due to pressure, etc., leading to the suspicion of wound infection, which resulted in removal of the pump. No further complications were reported or anticipated.